Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like battery failed alarm, insulin flow blocked alarm, multiple rewind, and prime anomaly, scratched on the screen makes difficult to read and battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-1884, mmt-332a. Troubleshooting was performed. Product labels reported as missing, removed, worn, faded, or damaged following usage. The customer received a low battery alert. The issue was fixed after changing the battery. No harm requiring medical intervention was reported. No product return is required for mmt-242a. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
No missing display window cover noted during visual inspection. The pump was received with a minor scratched lcd window, a serial number label fading/peeling, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08690 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No rewind anomaly noted. The pump primed properly. The pump was monitored, no failed battery alert/battery failed alarm and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 03/17/2025 07:54:00.000. Insert battery alarm was found on: 03/17/2025 07:54:30.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 09-apr-2025 at 18:10:56.000. There was no power data available for the date of 17-mar-2025. Unable to check power data for low battery alert. No unexpected low battery alert, failed battery alert/battery failed alarm and charge/battery lasts less than expected noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 03/31/2025 16:12:00 after more than 7 days at 14.35 days. Battery cycle 2 received the lowbatteryalert (104) on 03/17/2025 07:54:00 after more than 7 days at 14.71 days. Battery cycle 3 received the lowbatteryalert (104) on 03/02/2025 14:46:00 after more than 7 days at 15.03 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 21-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/20/2025 11:35:00.000. Lostsensor2alert (781) was found on: 03/20/2025 11:51:00.000. Sensorexpiredalert (794) was found on: 03/20/2025 11:04:36.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.12 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a pillowing keypad overlay. The pump passed all the required testing. Cosmetic damage was confirmed at the serial number label of the pump during analysis. Cosmetic damage at the display window cover was not confirmed. Customer alleged for no delivery alarm/insulin flow blocked alarm, rewind anomaly, prime/fill anomaly, failed battery alert/battery failed alarm and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.